Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one pump with an unknown serial number and one outflow graft with an unknown lot number were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported "low flow" event could not be confirmed. Visual evidence provided revealed an obstruction of the outflow graft due to external compression from accumulated material that was trapped between the outflow graft and an additional surrounding graft placed by the surgeon at implant. As a result, the reported outflow graft compression was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "low flow" event can be attributed to compression of the outflow graft from a foreign graft surrounding the outflow graft placed during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: unk h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a rare complication of hvad outflow thrombosis and the importance of hvad waveform analysis. Case reports in cardiology, october 13, 2019; 6905397. Doi: 10.1155/2019/6905397. Additional products: brand name: heartware ventricular assist system ¿ outflow graft. Medical device: model #: unk / catalog #: unk / expiration date: unk / lot#: unk UDI #: (B)(4). Device available for evaluation? No device: mfg date: unk. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding thrombotic compression of the outflow graft (ofg) of a ventricular assist device (vad) and use of vad waveform analysis for diagnosis and treatment. One patient's post-operative course was complicated by gastrointestinal bleeding. The patient was hospitalized and underwent an upper endoscopy (egd), colonoscopy and capsule endoscopy, which revealed a bleeding jejunal arterio-venous malformation (avm). The avm was treated with argon plasma coagulation and clipping. After the procedure, the patient became acutely hypoxic, hypotensive and tachycardic with pump low flow alarms and low pulsatility, power and flow per waveform analysis. The patient was transferred to the intensive care unit (ICU), emergently intubated and placed on intravenous vasopressors/inotropes. A transthoracic echocardiogram (tte) revealed an enlarged left ventricle with severe systolic dysfunction/hypokinesis, moderate right ventricular dysfunction and low flow from the outflow cannula. A chest computerized tomography (CT) revealed a near-occlusive thrombus at the proximal ofg. Intravenous anticoagulation was started, and waveforms later improved, with the patient being extubated and weaned off vasopressors/inotropes. The patient later underwent heart transplantation. It was noted upon vad explantation that the ofg was externally compressed by thrombus. The location of the vad is unknown. No further patient complications have been reported as a result of this event.